Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inflammation, reddening and discharge at the incision site was observed. The entire device system was explanted due to infection. It is unknown what type of infection it was. Patient was stable.